Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. The device evaluation found: unit failed water leak test due to tiny crack in video connector. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is no problem detected, which is either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. However; the device failed water leak test due to tiny crack in video connector (cause traced to component failure). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head could not get to focus the image, and the pictures were horrible. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm.